Manufacturer narrative:
Sc-1110-02 (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.